Event description:
Additional information received reported the patient was experiencing significant improvement in their symptoms and was down to wearing 3-4 pads per day with no pain from stimulation as of (B)(6) 2015. The patient was currently on program 1 at 2.25v.

Event description:
It was reported that when a patient first got the device it worked wonderfully, she went months with barely even needing a pad, and she got great relief. When she got to a point where she was at the highest level, she had to change to program 2, which was so painful they thought she was having some other vaginal problems. Huge fibroids were found in the patient¿s uterus and it was thought that this was causing the pain, but the patient had them surgically removed and the pain was still there and had nothing to do with that. A manufacturer representative changed out the four programs, and then changed them out again after the patient did all of the programs. The patient was reprogrammed because she wasn¿t having as much improvement as she was hoping for. The settings were changed because they figured out it was from the nerve endings. The patient accidently turned stimulation off and the second she turned it off, the pain immediately stopped. When she turned it back on, the pain resumed. The device hadn¿t worked in a while and when it did it caused pain. She had never gotten the results she had when she first had the device, and didn¿t know if she ever would again because of the pain it caused. The patient had gone through all four programs and was back on the first program, which wasn¿t working well but gave the best results out of the four programs. The device was still somewhat therapeutically effective and without the device she had no feeling whatsoever. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 093-28, lot# v705285, implanted: (B)(6) 201, product type: lead. (B)(4).